Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure. According to the complainant, during the procedure, the clip could not be deployed from the delivery system. It is not currently known if this reflects a clip failure to release event. No patient complications resulted from this event. The patient was reported as being okay at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this device have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): clip failed to separate from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.